Event description:
It was reported that the customer was involved in a car accident due to a hypoglycemic event. Prior to driving, the customer checked her blood glucose levels, but she didn't know what the result was. She later found that it was 35 mg/dl. The customer then became disoriented and hit another vehicle. The customer was treated by the paramedics and taken to the hospital for observation. The customer felt that the insulin pump was functioning properly at the time of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.